Event description:
A voluntary MDR report was received on 06/03/24. It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).voluntary MDR report no. Mw5154861mw5154860mw5154859mw5154858mw5154857mw5154856